Event description:
A (B)(6) male suffering from flu b (influenza) and (B)(6) was put on ecls support with a softline coated oxygenator. The softline coating contains (B)(4). According to the clinicians the (B)(4) augmented the inflammatory response which resulted in a severe loss of blood pressure and the need to administer fluid. The pt expired after two weeks of support. (B)(4).

Manufacturer narrative:
Maquet (B)(4) submits this report on behalf of the legal manufacturer of the device maquet (B)(4). After additional correspondence with the (B)(6), he stated that the problems the pt encountered were not due to the (B)(4). The pt's clinical picture was entirely consistent with what they have seen with other pts infected with influenza and (B)(6); massive capillary leak requiring huge amounts of fluid to maintain blood pressure. Additional investigation: a review of the manufacturing records showed no production deviations of this lot during manufacturing. A review of the complaint database showed no similar complaints from the market since the softline coating has been used in the manufacturing process. The sample was not available for investigation. Up/importer report # (B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. MFR. Report # 8010762-2012-00015. (B)(4). Additional info from the importer report: exp date: 02/2012.